Event description:
It was reported that the insulin pump alarmed no power. Customer stated that she received low battery alert prior to off no power. Troubleshooting was done. Customer's blood glucose was 156 mg/dl. It was found in the history that the insulin pump alarmed no delivery. Customer reported that no delivery was resolved by a complete set change. The customer was advised to change the battery out for off no power and to monitor the insulin pump. Customer was also advised to call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.